Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a power source alert occurred while the pump battery was being charged. Pump was plugged into a power source for an additional 30 minutes and the alert cleared. Battery was charged. There was no reported impact to customer's blood glucose.